Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the customer was unable to control the instrument. The procedure was completed with no reported injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event.

Manufacturer narrative:
The reported event was addressed with phone support. The customer resolved the issue while calling it in and noted that a cable was unplugged. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.